Event description:
While doing a laparoscopic sleeve gastrectomy, the surgeon was using the stryker strykeflow suction irrigation tubing. During the case, saline began to leak from the hand piece causing fluid to flow onto the patient and the surgeon. The device was switched out and the procedure was completed as planned. No harm came to the patient. Several similar occurrences have been reported from the or surgical staff, however, no samples have been saved post-operatively. If a future sample is saved, it will be returned to the manufacturer.